Event description:
The pt reports undergoing cataract surgery with implantation of the crystalens in the right eye. Five months postoperatively, the pt began experiencing difficulty focusing at distance and near. The pt also reports experiencing intermittent diplopia, however this is related to an advanced cataract in the fellow eye. Additional info was received from the implanting physician, who reports that the pt's refractive error was secondary to lens vaulting. In 2008, a yag procedure was performed. The lens vaulting and resulting refractive error did not impact bcva.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the pt's refractive error was related to lens vaulting.